Manufacturer narrative:
Returned device was received in damaged physical condition. The interconnect board is bad, the bottom case and cover of the power supply are broken. During the evaluation of the device, there was impact damage found that caused the pump unable to power on. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information was received that there was no patient present at the time of the event.

Event description:
Information was received indicating that a smiths medical medfusion pump has a bad interconnect board, the bottom case is bad and the cover piece that covers the power supply is broken. There was no reported adverse event.